Event description:
It was reported that during a lap appendectomy procedure, when fired the device, it only fired half of the row of staples. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.